Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: leakage of caresite occurred during fluid therapy. The green head was connected with other company's product and it leaked, which caused blood loss. The user changed another product and complete the therapy. The health status of patient is fine. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned in connection with this complaint. A picture of a caresite smallbore extension set was returned. Visual examination of the returned picture noted to be leaking near the female luer lock connector. No other visual defects were noted. Since a sample was not returned for evaluation, and the exact root cause of this incident could not be determined. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.